Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of customer's low and high blood glucose levels. The father states paramedics were called due to customer's hypoglycemic event. The customer's levels had dropped to 20mg/dl. The customer was treated with glucose solution into IV bag. The customer declined to troubleshoot for the lows. The customer's levels had risen to 374mg/dl. The customer treated with bolus, but declined to troubleshoot.